Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the distal end having residual liquid, additional findings were as follows: air/water cylinder had no color; suction cylinder had no color; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained; light guide lens had a crack; connecting tube had a scratch; distal end was shaved; and adhesive around objective lens had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had residual liquid. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to customer mishandling with insufficient cleaning. However, the customer confirmed that the reprocessing was conducted in accordance with the instruction manual. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.